Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure on (B)(6) 2025. During the procedure the rubber band was discovered to be tangled and failed to deploy. Procedure was completed with the original device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. A2 age at time of event: patient is not under 18 years of age. D2b product code: additional product code fhn.